Manufacturer narrative:
(B)(4). Method: the complaint ojr410 junior 2 nasal cannula was received at fisher & paykel healthcare (f&p) in new zealand where the cannula was visually inspected by a trained f&p personnel. Results: visual inspection of the complaint cannula revealed that the left side of the tube was found detached from the cannula. Glue residue was visble on the surface of the detached tube end and inside the cannula tube joint. Conclusion: we are unable to determine the cause of the reported event. However, the damage was most likely caused by an excessive pulling force being exerted on the tubing. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, a tube tensile strength test is carried out and if the tube breaks before the load of 10 newtons is reached the entire batch is scrapped. Samples are also taken from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at the time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: do not stretch or crush tube. Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Ensure that all connections are secure during use. Check cannula is damaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces bring transferred to patient.

Event description:
A healthcare facility in sweden reported via a fisher & paykel healthcare (f&p) representative that the tubing of an ojr410 optiflow junior 2 nasal cannula disconnected from the cannula after two days use. The patient was reported to have desaturated from 95% spo2 to 82% spo2. The healthcare facility staff also reported that it is possible that the tubing of the subject cannula was pulled by the patient. The patient is now in a stable condition.

Manufacturer narrative:
(B)(4). The complaint ojr410 optiflow junior 2 nasal cannula is currently en route to fisher & paykel healthcare (f&p) (B)(6) for evaluation. We are in the process of determining whether f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that the tubing of an ojr410 optiflow junior 2 nasal cannula disconnected from the cannula after two days use. The patient was reported to have desaturated from 95% spo2 to 82% spo2. The healthcare facility staff also reported that it is possible that the tubing of the subject cannula was pulled by the patient. The patient is now in a stable condition.